Event description:
A hospital in (B)(6) reported that in three cases they could not connect a heater wire adaptor to the rt235 infant dual-heated evaqua breathing circuit. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: three complaint rt235 breathing circuits were returned to fisher & paykel healthcare's office in (B)(4), two with lot number 110603 and one with lot number 111019. The circuits were inspected and photographs taken. A bent pin test was performed to see if the circuits could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube of two complaint devices (lot 110603 and 111019). One of the inspiratory heater wire pins was found to be bent in each case. This prevents the adaptor from connecting to the heater wire socket. For the third complaint breathing circuit (lot 110603), full insertion of the inspiratory heater wire adaptor was achieved and no fault was found with this device. A lot check revealed no other complaints for either of the lot numbers. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported that in three cases they could not connect a heater wire adaptor to the rt235 infant dual-heated evaqua breathing circuit. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: two complaint rt235 breathing circuits were returned to fisher & paykel healthcare's office in (B)(4), one with lot number 110603 and one with lot number 111019. The circuits were inspected and photographs taken. A bent pin test was performed to see if the circuits could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket in the inspiratory tube of both complaint devices. One of the inspiratory heater wire pins was found to be bent in each case. This prevents the adaptor from connecting to the heater wire socket. A lot check revealed no other complaints for either of the lot numbers. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).